Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and discoloration on the screen. The insulin pump had screen not as bright as when new and cracked on the body and by reservoir, random no delivery alarm and had rejected new battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify drive or motor anomaly, insulin flow blocked alarm, discoloration on the screen, battery anomalies, back light anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. No crack case, missing or detached reservoir retainer ring was found during visual inspection. (B)(4).